Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong.

Event description:
Reference number (B)(4) event occurred in hong kong. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.